Event description:
The physician reported to a conceptus representative that his patient with an essure placement in 2006 had reported intermittent pelvic pain and bleeding since having the procedure done. In 2007, the patient reported to the office with continued post-procedure pain and bleeding. A pelvic ultrasound was scheduled; the patient did not follow up. As well, the 3 month post-placement confirmation test/hsg was never performed to demonstrate both bilateral tubal occlusion and satisfactory location of the micro-inserts as per the IFU. On seven months later, the patient elected to undergo a diagnostic laparoscopy and hydrotubation which showed the right micro-insert to be within the tube, but bent in half. No perforation of the tube was evident and the tube appeared to be occluded. Due to the patient's symptoms and misorientation of the right micro-insert, the physician scheduled surgery for the following month. The patient underwent an exploratory laparotomy and had the right micro-insert removed via right cornual resection. No other pathology was found to be contributing to her symptoms and the physician believes the otiology of the pain was related to the device. The patient is scheduled for a post operative exam on sixteen days later.

Manufacturer narrative:
Additional information may be available after post operative exam.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.